Manufacturer narrative:
The initial MDR 2247117-2016-00064 was filed on october 04, 2016. Additional information (10/26/2016): headquarters support center (hsc) reviewed the event. Hsc concluded the patient samples results were obtained and the tubes were dropped going back to the track after being tested. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc confirmed the customer cleaned the fluid with proper personal protective equipment (ppe). A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse found the gripper was not in alignment with the tubes on the track. The cse realigned the instrument to the track and verified the proper alignment. The cse readjusted the placement with an immulite instrument and verified the tubes were properly picked up. The cause of the sample tubes being dropped was from a misaligned gripper. The gripper was misaligned due to being bumped into or moved out of position. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of a versacell x3 sample management system reported that three (3) sample tubes were dropped while moving between the track and the versacell x3 sample management system. The customer stated that some sample fluid (urine sample) was spilled. There was no cross contamination of samples. The customer was unable to determine if the sample tubes were going to the track or coming from the track. It is unknown if the samples had been aspirated or not. There are no known reports of patient intervention or adverse health consequences due to the dropped sample tubes.